Manufacturer narrative:
February 10, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Analysis revealed that the implanted ventricular lead was an isoline 2cr6 (the lead was also implanted on (B)(6) 2009). This lead is an integrated bipolar lead, i.e. The right ventricular coil is part of the shock vector, but is also used as a proximal ventricular sensing electrode. No anomaly was observed on lead parameters (impedance, continuity). No final conclusion could be drawn to explain the reported event; nevertheless, the most probable hypothesis would be the effect of the induction shock on the right ventricular coil which becomes visible when this electrode is also used as a sensing electrode.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. During the implantation procedure, a ventricular fibrillation induction was performed using the shock on t-wave option available with ovatio programmer software. The induction shock was followed by an under-sensing period, delaying slightly the ventricular arrhythmia detection and therapy. The device sensed and treated the induced arrhythmia correctly.